Event description:
During left knee arthroscopy/after infusing 6000 ml of lr, it was noted pt's thigh was quite swollen. Infusion was stopped and measures taken to express the fluid and decrease the swelling in the extremity. It was felt this was at least partly due to ineffective equipment used (smith and nephew dyonics fluid pump/fluid mgmt system). Note: our staff did not document exactly which lot # pump was used, so this is not available. Immediately after this occurred we talked with smith and nephew and sent back all pumps, exchanging them for new product. Returned: 2 each, cat#7211010, control unit, s/n (B)(4); 4 each, cat# 7211011, leverlertii sensor, s/n (B)(4).